Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During support, the patient experienced a hematoma and heparin was withheld. It was also reported that the device was suctioning at p2 which indicates low flow. The resolution for this issue is unknown. It was noted that the patient survived normal explant and the procedure.